Event description:
On 04/14/2000, the facility's data analyst informed the MFR's representative that the facility experienced a problem with the product in question; however the analyst did not have all the info and would fax a copy of the facility's medwatch report when completed. On 04/17/2000, the MFR received medwatch report #25-00040000-2000-0012 via a fax that states the following: removal of non-functioning vascular access device on 04/17/2000, the MFR representative contacted the facility's nurse for add'l info. The facility's nurse stated that the device was occluded and as a result, was removed. When asked when the device was last used for treatment or last maintained, nurse did not know. No further details were provided.